Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer latch sensor was faulty, as it incorrectly detected the drawer as open when it was closed. The field service engineer replaced the latch sensor, reconnected the bus cable, and tightened the hard stop to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer experienced a malfunction, which went undetected on the bus. The customer reported that the malfunction caused delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.